Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The samples were repeated on another ise module. Patient 1 initial result was 149 mmol/l, and the repeat result was 137 mmol/l. Patient 2 initial result was 155 mmol/l, and the repeat result was 145 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found an issue with contamination in the sipper probe and a clog in the vacuum line. He flushed and replaced the sipper probe, conditioned the ise pathway, and decontaminated the ise flowpath. He ran ise checks and precision. The customer performed qc and precision that were acceptable. The investigation determined that the service actions resolved the issue.